Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the horizontal stripe noise in the image was likely due to damage on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had exhibited horizontal stripe noise in the image. The issue was found during the inspection for use. There were no reports of patient involvement.